Event description:
It was reported the rigid video laparoscope had error e228 during set up. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion section has visible foreign material, scope communication error b30 with no image. A root cause could not be identified. Based on the investigation results, the video cable is broken and therefore error b30 occurs (no image). The insertion section had visible foreign material, and error e228 could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.